Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
2.0 fr nicu PICC in situ, due for 48hr dressing change. Once dressing removed and site cleansed, PICC line noted to be cracked and leaking where line meets white butterfly. No harm was deemed to have resulted from the line malfunction and removal as the team was able to quickly secure a peripheral IV.

Event description:
2.0 fr nicu PICC in situ, due for 48hr dressing change. Once dressing removed and site cleansed, PICC line noted to be cracked and leaking where line meets white butterfly. No harm was deemed to have resulted from the line malfunction and removal as the team was able to quickly secure a peripheral IV.

Manufacturer narrative:
We received the catheter along with additional extension lines and a non-vygon needle-free device as the faulty sample. The attempt to flush the catheter with water was successful, and leakage was detected directly at the wing. Microscopic examination of this area revealed a tear that had nearly resulted in a complete rupture of the catheter tube. The fracture surface appeared very rough and uneven, indicating exposure to excessive tensile force and the use of alcohol-based disinfection. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. Two different batches were used for the assembly of the connection between the catheter tube and the wing, and both batches were within their specifications. A two-year review of vygon USA's complaint data reveals two additional complaints recorded for lot 24d008d regarding leaking catheters. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.